Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the reservoir compartment had damaged. Customer's blood glucose value was unknown at the time of the incident. Customer thinks she was sleeping on it and it cracked off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.